Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology reported to have severe aortic neck angulation and no calcification. It was reported that the physician had started deployment of the stent graft, the gate had no opened yet, when an angiogram was run, the physician inadvertently let go of the device, the device slipped and moved down about 1 cm which resulted in an inaccurate placement of the device. There was a type I endoleak and an aortic cuff was placed which resolved the type I endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusion: not holding on to the delivery catheter, which resulted in accurate placement of the stent graft.